Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular lead exhibited loss of capture and high, out of range pacing impedance. Programming changes were made. There were no patient consequences.

Event description:
New information received notes that lead fracture was also noted on the right ventricular lead. The lead was capped and replaced on (B)(6) 2022. The patient was stable.